Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a sore throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a sore throat. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During investigation, observed unknown brown dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box. White dust-like contamination on the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the bottom enclosure. Black dust-like contamination (inconsistent with degraded sound abatement foam) on the top enclosure. Tiny unknown black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box. Unknown black (inconsistent with degraded sound abatement foam) dust-like contamination on the front panel. Also, black (inconsistent with degraded sound abatement foam) potential hair/fiber contamination on the front panel. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. The device's event logs were downloaded and reviewed by the manufacturer. The manufacturer found one error codes.